Event description:
Caller reported aviva system blood glucose results of 430 mg/dl and 131 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. Customer states got a low reading of 67 mg/dl late at night before going to bed, was feeling a bit dizzy, shaky, and sweaty. Customer recognized that these were low blood symptoms and was able to self-treat with orange juice. About 12 minutes later he tested again and got a 430 mg/dl and 5 minutes later he got a 131 mg/dl. Customer is currently feeling ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.